Event description:
It was reported that there were concerns of a premature battery depletion of this implantable pacemaker. Technical services (ts) requested device data for analysis, however, the data was not received. The device remains in service. No adverse patient effects were reported.